Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging pressure sensor mismatch. The device was not in patient use. The device was returned to the manufacturer service center. During the evaluation, the failure of system pca, flow sensor and pressure sensor were observed. The system pca, flow sensor and pressure sensor were changed.